Event description:
It was reported to philips that ap screening stopped midway due to xsc board software error on a allura xper fd20/15. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service advised monitoring. No permanent fix was implemented. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).